Manufacturer narrative:
The event occurred during a diagnostic cycle; no instruments were present in the system 1e processor. A steris service technician arrived onsite following the reported event to inspect the unit. The technician ran a test cycle and found the unit to be operating according to specification. Based on the information provided, the technician believes that the system 1e tray had been placed in the unit incorrectly by user personnel. This would have caused the system 1e lid not to close all the way, creating the reported event. While onsite, the technician counseled the user facility personnel on the proper placement of the tray. This unit was manufactured in 2012 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported water leaking from their system 1e processor.